Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit intermittently failed to power-up in either ac or dc mode. The complainant indicated that there was no patient involvement in the reported malfunction.